Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the diagnosis procedure, and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. A review of the system logfile found that there was a power issue. Upon troubleshooting actions, fse found that the cause of the issue was a power surge. Fse resolved the issue by doing a cold restart. After a restart, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Customer reported that there was an error during exposure and the system was down. Fse resolved the issue by doing the cold restart. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that there was an error during exposure and the system was down. No harm has been reported to philips. Philips has started an investigation of this complaint.